Manufacturer narrative:
Additional information: date of event and concomitant medical products. One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The customer's stated problem was verified. While testing the device, the device displayed error 121. This error code is caused by the motor. With the motor not functioning properly this will cause the battery to be depleted. The motor will be replaced to reslove the issue.

Event description:
The reporter stated the device gave "constant battery depleted" alarms. No known adverse effects to patient.